Manufacturer narrative:
(B)(4). The device was returned for analysis. There was a kink located approximately 13mm from the distal tip between ring 1 and ring 2. There was another kink in the proximal shaft located approximately 80.5cm from the distal tip. The proximal seal of ring 1 and the seals of ring 2 were compromised. There was dried body fluid on the tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against curve template. The left curve failed to reach the specified template area; the tip did not curve to the left. The right curve test passed, but had an irregular shape due to a kink. X-ray showed a bent center support. X-rays showed evidence of guide coil collapse under the handle strain relief and distal to the strain relief. The distal section was dissected. The kevlar wrap was displaced and the center support is bent. One steering wire was detached and had retracted under the kevlar wrap; there was evidence of solder on the center support. The solder connection to the attached steering wire is cracked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on device analysis completed on 12jan2018. It was reported that the catheter stopped steering in one direction. During an ablation procedure to treat right atrial flutter in the right atrium with an intellatip mifi xp ablation catheter, the catheter stopped steering in one direction. The procedure was completed with another of the same device and there were no patient complications. Device analysis revealed the proximal seal of ring 1 and the seals of ring 2 were compromised.